Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd preset eclipse has been found experiencing flow issues before use. The following has been provided by the initial reporter: before use, the customer found 1ea abg insufficient blood flow.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text: see h.10.

Event description:
It has been reported that the bd preset¿ eclipse¿ has been found experiencing flow issues before use. The following has been provided by the initial reporter: before use, the customer found 1ea abg insufficient blood flow.